Manufacturer narrative:
No additional information was provided. As of (B)(6) 2011, the patient had been moved out of the ICU.

Event description:
It was reported that the patient began bleeding from the rectum 5 days after the insertion of the actiflo indwelling bowel catheter. A sigmoidoscopy was performed and a large linear ulceration was observed below the area of the retention balloon. The ulcer was too large for the doctor to stop the bleeding. The patient was noted to be hemodynamically unstable and was therefore not a surgical candidate to repair the ulcer. Blood transfusions were given (unknown how many) to counter the blood loss. The patient also developed sepsis.